Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint was confirmed and the cause appears to be use related. The product returned for evaluation was a 2.7fr s/l broviac chronic catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The split was located between the surecuff and the distal end of the sample, and the observed damage which is characteristic of this failure type included: 'c' shaped split, tensile weakness at the fracture site (due to material ballooning prior to burst), and granular texture to the fracture surface. The catheter material was visibly lighter in color at the fracture site as well.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation. Device not received.

Event description:
It was reported that a broviac catheter was implanted on (B)(6) in narcosis into a (B)(6) years old child. During final control it was allegedly noticed that saline solution runs out of the implantation site. During flushing with contrast agent an extravasate was reportedly visible in the area of the subcutaneous catheter. The catheter was said to be replaced during the same procedure with a new one. At the catheter a longitudinal crack was supposedly shown. The user complained of an alleged material defect.